Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, an old aortic tissue valve was explanted and a new aortic tissue valve was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5, b7 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that prior to the valve replacement, the patient presented to the hospital with left sided weakness, concerning for cardioembolic cerebrovascular accident (cva). It was reported that the patient underwent transthoracic echocardiogram (tte) which showed that the bioprosthetic valve was slightly mobile 2 x 1 cm echo density, mild aortic insufficiency, aortic valve area of 1.18cm^2, moderate to severe aortic stenosis with peak gradient of 63 mmhg and mean gradient of 41 mmhg. The valve was explanted and no patient complications have been reported as a result of this event.